Manufacturer narrative:
The insulin pump was received with constant a35 alarm during rewind due to motor encoder out of phase; unable to complete functional test or unable to confirm motor error alarm and the e70 alarm due to constant a35 alarm during rewind. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm and motor position encoder error alarm on the insulin pump. Customer stated that all settings were erased on the pump and can't be retrieved. Customer stated that she was in the rewind cycle along with a motion sensor test failure alarm. Customer was advised to contact her health care professional and obtain the basal rates and bolus wizard settings. Customer was also advised to call back to help with programming the replacement pump. In a previous call, the customer stated that she had a MRI this morning and was disconnected from the pump but it was in the room. Customer stated that the pump was alarming motor error and she waiting in the doctor's office. Customer's blood glucose was 140 mg/dl at the time. Customer had 3 motor error alarms and 1 motor position encoder error alarm in the alarm history. Customer was advised that the insulin pump will need to be replaced.